Manufacturer narrative:
Additional information: (device mfg date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Performed visual inspection on the returned sensor patch, no issues were observed. Extracted data using approved software. Observed sensor in state 5 (indicating normal termination). Sensor plug was returned and was fully seated. Removed plug and inspected plug assembly, no failure mode was observed. Reprogrammed sensor to perform linearity test. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to compared to a healthcare professional meter. On (B)(6) 2019 at around 11:30 p.m., customer received an unspecified sensor scan result and self-treated with insulin based on the high reading. Soon after, customer experienced hypoglycemic symptoms described as dizziness, sweating and tiredness and was seen at the hospital where a reading of 182 mg/dl was obtained on the hcp device. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with hypoglycemia and treated with glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to compared to a healthcare professional meter. On (B)(6) 2019 at around 11:30 p.m., customer received an unspecified sensor scan result and self-treated with insulin based on the high reading. Soon after, customer experienced hypoglycemic symptoms described as dizziness, sweating and tiredness and was seen at the hospital where a reading of 182 mg/dl was obtained on the hcp device. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with hypoglycemia and treated with glucagon. There was no report of death or permanent injury associated with this event.